Manufacturer narrative:
On 13-oct-2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral grade ii/iii capsular contracture. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. Routine mammogram indicated bilateral rupture. At the time of this report, mentor has received no information regarding an expected explantation date. The date of event was estimated as (B)(6) 2020 based on available information. This report is for the left-sided prosthesis.